Event description:
It was reported that intermittent ventricular capture was observed on the ECG. The pacing threshold was at 3.25 v, 1.0 ms. The pacing output was at 3.0 v, 1.0 ms and was reprogrammed to 4.0 v, 1.0 ms. The lead remains implanted.

Manufacturer narrative:
Na